Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump displayed a system error 345 (thermistor disparity) alarm. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received by the manufacturer on may 08, 2019. Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported system error 345 alarm, which was reproduced during evaluation. A review of the event history log identified system error 345 alarm. The cause was determined to be an out of specification upstream thermistor due to a failed processor board. The processor board was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.